Manufacturer narrative:
Investigation: used test and analysis equipment: -microscope "keyence- vhx 5000 d." -digital-camera "panasonic dmc tz8. We made a microscopic investigation of the working tip. The fracture surface shows the typically hints for a forced brittle fracture under bending load. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause for the problem is most probable user related. Rational: the fracture surface in conjunction with the crack is a sure hint for a mechanical overload caused by the user. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the tip of the device has broken, the metal fragment was recovered. According to the patient's nuclear spin, there are no foreign metal fragments remained in the body. Components in use listed as concomitant devices are: fw258r / s4 aiming device f/kirschner boring wire. Fwr / trocar f/canulated screws.